Event description:
The customer reported intermittent charge and shock button failures. This was during testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported intermittent charge and shock button failures. This was during testing and there was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.